Event description:
Additional information was provided to rti that indicated on an unknown date, the patient developed a pseudomengiocele. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
A batch documentation analysis could not be performed as no unique product identifiers were provided. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Pseudomeningocele is considered serious for possibly leading to a critical or life­ threatening condition and may require additional surgery. Cerebrospinal fluid (csf) leakage is described in the IFU. Pseudomeningocele may be considered secondary to the csf leakage while the hole in the duraflex membrane is considered the reason for the csf leakage. It is more plausible that the adverse event is associated with a source or event extrinsic to the duraflex graft. Additional information regarding the preparation of the xenograft prior to implantation, suture procedure and suture material utilized, whether the graft was fixed under tension, other products used in the case (sealants), if any signs of infection were present at time of implantation, and if the patient has an allergy to bovine collagen and/or bovine material is needed to better understand and possibly explain the reported complications.

Manufacturer narrative:
Rti germany was unable to conduct a batch analysis as no serial ids were provided for the duraflex grafts manufactured from lot number nza20210127. If additional information is provided, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, rti surgical, inc. Received a complaint that indicated the patient underwent a neurological procedure to treat a chiari malformation with implantation of a duraflex graft. On (B)(6) 2023, the surgeon reported that the MRI showed a cerebrospinal fluid leak and a hole present in the middle of the graft. As of (B)(6) 2023, no surgical intervention had been performed. To date, no additional information has been provided to rti for review.